Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured one time due to inadequate implant depth and to prevent the valve from migrating.

Manufacturer narrative:
Image review: a total of 166 intraprocedural fluoroscopic images were. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. It is known, however, that the patient previously received a surgically implanted aortic valve. A pre-balloon aortic valvuloplasty was performed prior to valve implantation. Fluoroscopic evidence indicates at least one recapture occurred, with subsequent valve implantation at a depth of 3¿4 mm below the radiopaque ring of the surgical aortic valve. During an extended post-implantation balloon dilatation, the valve became dislodged into the aorta. The reported purpose of the post-implantation dilatation was to ¿fracture¿ the surgical aortic valve, which is considered an off-label procedure. Following valve dislodgement, the device was successfully snared, and a second valve was implanted. A post-implantation balloon dilatation was also performed. The final angiogram demonstrated no evidence of aortic regurgitation or paravalvular leak. Fluoroscopic valve inspections indicated satisfactory loads, and coronary protection of the right coronary artery was maintained throughout the procedure. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty was performed using an 18 mm non-medtronic balloon. The patient was rapid paced at 200 beats per minute (bpm) during post-implant dilation.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evprop23-29 (lot: 0012976391); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve in a previously implant surgical aortic valve, a post-implant balloon aortic valvuloplasty was performed to "fracture" the surgical aortic valve. However, the transcatheter valve dislodged during ballooning. Subsequently, a second transcatheter valve was implanted.